Event description:
It was reported that during use of these bio-medicus nextgen multi-stage femoral venous cannulae, the white mandrel did not slide into the cannulae, preventing it from being pulled out. The devices were replaced. No patient complications have been reported as a result of this event. Medtronic received additional information that the customer returned a dlp aortic root cannulae with vent line along with the two bio-medicus nextgen multi-stage femoral venous cannulae. Analysis of the third device showed a blockage in the vent line.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of a blockage at the connector/tubing connection on the vent line. During the cleaning process there was no flow observed through the vent line. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.